Event description:
It was reported that a spectrum iq infusion pump over infused total parenteral nutrition(tpn) during delivery. Was programmed for 78. 1 ml/hour for 24 hours programmed volume to be infused (vtbi): 1875 ml remaining vtbi on pump: 61. 1 ml and the bag ran dry. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, over infusion was not reproduced. The device was sent for flow testing and was within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h6: type of investigation additional information h11: a review of the history log shows no infusion matching the provided parameters on the event date provided. On (B)(6) 2025 an initial infusion of tpn with rate 78.1 ml/hr and vtbi: 1874ml was programmed. On (B)(6) 2025, the pump exited sleep mode and the user selected "no" when prompted "new patient?". This retained the parameters of the previously programmed tpn infusion. At 12:03 am the vtbi was changed to 1875 ml and the user started the infusion at a rate of 78.1 ml/hr. At 23:22pm the pump stopped with an air-in-line! Alarm with a vtbi: 61.1 ml. The user did not resume the infusion. The history log review revealed that the parameters and events match the customer report and no abnormalities that could cause or contribute to the reported over-infusion were observed. An "air-in-line!" Alarm could occur as a result of an empty bag; however this cannot be determined through the history log. Should additional relevant information become available, a supplemental report will be submitted.